Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pe valve was not shifting causing low o2, which confirmed the original complaint issue. However, there is no indication that there was a failure of the alarm. Therefore, this is no longer an FDA reportable event.

Event description:
The dealer stated the unit testing low o2 less than 70%. The dealer stated the unit did not alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the unit testing low o2 less than 70%. The dealer stated the unit did not alarm.